Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred, and a restart of the system solved the issue. A philips field service engineer (fse) visited the site, checked the logfile. The fse troubleshot the system and found that the triple amc power scp1 was defective. Analysis of the system logs confirmed geometry errors due to faulty geometry hardware. The issue was solved by the fse who replaced the triple amc power spc1. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue regarding the free-floating (brake not working) table and not moving of the c-arm occurred when the system was not in clinical use and was solved by restarting the system. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table brake was not working, and the c-arm could not be moved. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the triple servo drive. The device was returned to expected functionality.